Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overg rown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient presented with the following pre-op diagnosis: previous hemilaminectomies, left, l5 and s1. Recurrent lumbar disk protrusion, left, l5-s1. Disk space collapse, l5-s1 and underwent the following procedures: revision, hemilaminectomy and diskectomy, l5-s1. Bilateral posterolateral spinal fusion, l5-s1, utilizing titanium implant. Right posterior iliac crest bone harvest with reconstruction. Harvesting of local autogenous bone. Morcellization of allograft bone. Revision of lumbar scar. Management of intraoperative fluoroscopic services. Bilateral posterolateral fusion mass consisting of cortical strips, cancellous strips, rhbmp-2, locally harvested autogenous bone, crushed cortical demineralized bone in which rhbmp2/acs was used.